Event description:
The customer reported a leak out of the manual aspiration mode of the lh 500 hematology analyzer when the analyzer was switched to manual mode only. The customer indicated that unknown amount of liquid had leaked onto the counter. The operator was wearing personal protective equipment consisting of a laboratory coat, gloves and eyewear and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) was dispatched and noted the leak was due to a misaligned backwash cup. The fse adjusted the backwash cup and repair was verified per established procedures.

Manufacturer narrative:
Misaligned backwash cup. (B)(4).